Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that 4 bd ultra-fine¿ ii 3/10ml insulin syringe had liquid from the cannula tip. The following information was provided by the initial reporter, translated from japanese to english: this is a report about liquid from the cannula tip. According to the user's report, liquid came out of the cannula tip.